Manufacturer narrative:
A manufacturer representative went to the site to test the device. Testing revealed that the system was fully functional and passed the system checkout. The software exports were returned to the manufacturer, however evaluation was not complete at the time of this report. A follow up report will be sent when evaluation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system in a spinal procedure. It was reported that the system flipped the orthogonal views as if radiographic views had been enabled. The rep confirmed that this was not the case as radiographic viewing was turned off. The surgeon continued carefully. However, while placing the final screw, the views flipped back to normal. There was no patient harm reported and a five minute delay in the procedure. The issue encountered with the trajectory views flipping was caused by patient positioning while scanning. The spine curves practically 90 degrees which screws up the ap and is labeling. The trajectory views are constructed using the orthogonal planes of the scan. The kyphosis seen in the upper thoracic and lower cervical spine is causing the orthogonal planes not to be the true orthogonal.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The logs and archive were returned as apart of the software analysis. If information is provided in the future, a supplemental report will be issued.